Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The preventive maintenance was done regularly. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface that lost suction causing an incomplete flap during lasik flap creation. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).